Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer wants to know if pump is in warranty because the reservoir compartment is cracked provided caller with warranty info before any further info could be gathered call dropped. Bg, height, weight and details on how issue occured were not gathered due to call dropping tried to call patient back but call went to voicemail. Left message to call the hl back before 1030pm so we can overnight a replacement pump.